Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be submitted upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection noted a ruptured bladder in a non-footing position. A microscopic inspection of the bladder revealed markings on the exterior surface of the bladder near the rupture line. The reported condition was confirmed. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced a ruptured bladder. The rupture occurred during filling with fluracedyl. There was no patient involvement. Additional information is not available.